Event description:
It was reported that the cartridge was damaged at the canister, interrupting insulin delivery. The customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.